Event description:
Bed sensor alarm did not alarm to notify staff of being out of bed without help. Resident fell sustaining a fractured clavicle. Had ativan 1 mg 30 minutes prior to fall. Uses oxygen therapy continuously.